Event description:
Reference number (B)(4). Event occurred in the spain on 10/jun/2024, it was reported that the patient encountered infusion set cannula was kinked within 3 hours of insertion. Duration of infusion set used was for few hours. The issue got resolved by replacing the infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1958443 - MDR 3003442380-2024-23849 - device 1 of 8.